Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a polarity switch on the atrial lead and low impedance was noted. It was also noted that unipolar impedance was higher than bipolar. An insulation issue is suspected. The lead is still in use. No patient complications were noted as a result of this event.